Event description:
Complainant alleged that during inspection of the device after return from repair, the display failed to illuminate on power-up. The complainant indicated that there was no patient involvement in the reported malfunction.